Event description:
After 15 years of cochlear implant use, the pt reportedly experienced intermittent sound and fluctuation of their measured hearing levels, followed by complete loss of sound with their device. Their device was explanted in 2005. A new device was successfully implanted at that time.